Event description:
Following a transurethral injection of a continence implant procedure, the doctor removed the cystoscope and the transurethral sheath and found the needle was missing from the sheath. The doctor could not find the needle so an a-p film was performed and the needle was projected over a region of the penis and scrotum. The doctor was unable to pinpoint the exact location of the needle which would have necessitated an open procedure to locate. The doctor plans to bring the patient back in 3 to 4 weeks and perform a cystoscopy and try to remove the needle at this point. There were a total of five injections made with the needle and no reported occurrences of any difficulty in passing the needle during the injection periods.